Manufacturer narrative:
Corrected data: in further review of the file, it was discovered that in the initial medical device report (MDR) comments entered in section h10 which we provided to address section h3¿other should have stated the following: the issue was identified during labelling review; no individual product was involved. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: there was no event associated to this complaint. Issue identified during labelling review and product was not used. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Telephone number: (B)(6). Issue identified during labelling review, no individual product was involved. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during labelling update and review by translation agency, two errors were found in the label of some ceh products. 4 skus are impacted with the following errors: 94329fm acuvue revitalens mpds sc 3x360ml+2xlc on the carton am61497fm10e text is missing - "attention: see inside of carton for directions for use." In french, german, dutch, italian. On the carton am61497fm10e and insert am70574fm11j (shared for the below 4 skus) in french there is incorrect translation as per source text. Instead of "do not rinse or store your lenses/lens case with tap water", the label says ¿do not rinse the lenses or their case with tap water¿, with the word ¿store¿ missing. This report is filed for 94323ib acuvue revitalens product and separate reports will be filled for the remaining sku's.